Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000447845 history record review was completed. There was an ncmr, rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure, vasoview hemopro 2 was not getting proper energy delivery, when activating the cutting tool on our hp2 device. She visually inspected the device on the video screen and it appeared to her that the jaws of the device were not aligning properly. She did not visually see any peeling of the metal wiring or disruption of the silicone coating over the jaws of the device. She was concerned about a faulty device and opened a second hp2 kit. She had similar experience with the second kit. She was able to increase power setting on the generator to 5 and finish the case without any patient harm. She did not exchange out the power cord to trouble shoot if that was the cause of the two devices not deliver adequate energy to seal and cut the tissue. No issues withe the generator. It has been used since the incident without issue. There was no patient injury. There was not any broken or damaged equipment in the patient or left behind in the patient. No procedural delay.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.